Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use the bd vacutainer¿ ultratouch" push button blood collection set experienced leakage and air bubbles forming in the tube. The following information was provided by the initial reporter: it was reported that the product leaked and also saw bubble. Customer had the push button ut product leak from the needle where the metal mets the plastic and also saw bubble. A second stick was required.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. A review of the DHR could not be performed as the batch number is unknown. The batch number provided seems to have been entered incorrectly and is not showing up in the sumter DHR log. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that during use the bd vacutainer® ultratouch¿ push button blood collection set experienced leakage and air bubbles forming in the tube. The following information was provided by the initial reporter: it was reported that the product leaked and also saw bubble. Customer had the push button ut product leak from the needle where the metal mets the plastic and also saw bubble. A second stick was required.